Event description:
It was reported that during a laparoscopic middle rectal cancer resection, the device fired some malformed staples. Since the tumor was very low in the rectum, the procedure was changed from a dixon procedure to a miles procedure. There was no pt consequence.